Event description:
The steering mechanism of the versacross dilator broke. The dilator was removed and replaced with no reported harm to the patient. Manufacturer response for transseptal access device, 1 x versacross connect transseptal dilator; 1 x versacross rf wire (per site reporter).